Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a primary hip arthroplasty where zimmer biomet taperloc complete with g7 was implanted. Subsequently considered for revision due to suspected allergy complications, extreme pain, hives, and allergy to the cobalt chromium and nickel. The patient had not undergone revision at the time of the report. Attempts have been made and no further information has been provided.